Manufacturer narrative:
The device was returned to olympus for inspection. However, the device was not inspected and the complaint could not be confirmed since the device was returned to the customer. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was reported some seeds and stuff stuck in the colonovideoscope and could not be removed with a brush. The issue occurred during a diagnostic colonoscopy procedure. The procedure was completed using the same device. There were no reports of patient [harm/involvement].

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.